Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south korea reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was cracked and leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the subject (B)(6) vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was not returned fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the distributor reported that the humidification chamber provided as part of the rt380 adult circuit kit was found leaking before patient use. It was also reported that the subject humidification chamber was discarded following the reported event. Conclusion: without photographs or the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in south korea reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was cracked and leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.